Event description:
The customer reported to baxter corporate product surveillance a 500 milliliter evacuated container in which the vacuum suction was very poor. The report stated that this alleged defect was observed during patient use. There are no reports of patient injury or medical intervention associated with this report. No physical irregularities were noticed on the container. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is preamendment; therefore, it does not contain a us 510k number.